Event description:
Date of incident: on (B)(6) 2024. On (B)(6) 2024 it was reported that the user's receiver broke off in the user's ear canal. Hearing care provider retrieved the receiver and the user did not seek medical attention after the incident. No harm was caused to the user as a result of the incident. The serial number of the receiver is not available. No further information is expected.

Manufacturer narrative:
Manufacturer's ref (B)(4) manufacturer's investigation: technical investigation concluded: a DHR review has not been possible, as the serial number on the receiver was worn off. Clinical conclusion: it has been reported that the user's receiver broke off in the ear canal. The hearing care provider was able to remove the receiver and dome, and the user did not seek medical attention. There was no harm to the user following the incident. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: refer to CAPA. All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts manufacturer's investigation is final. This is a combined (initial and final) report.